Event description:
It is reported that the pt was brought back to the operating room due to the glenosphere not seating properly on the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.